Event description:
Attempted to deploy boston scientific advanix biliary stent naviflex delivery system 7f (2.3mm) x 9 cm stent was deployed, but remained attached to introducer. Stent removed without injury to pt and a 2nd stent was successfully deployed; lot # 30116158, gtin - 08714729787310, ref # (B)(4). Expires: 2024-09-08.